Event description:
Pt involved in the alleged incident was in a motor vehicle accident and dragged by a vehicle. She received multiple rope-burn abrasions on her back. Reportedly, a lot of skin grafting had been done. Pt was taking loracet for pain, antibiotics, and benadryl. No other past medical history was noted. The alleged devices involved were: 3614es-14, enhanced surface tissue expander with remote por 3608-10, 125cc capacity, 5.5cm x 8cm., and 3614es-96, enhanced surface tissue expander with internal port, 600cc capacity, 8.0cm x 21cm. Both devices involved in the alleged incident are crescent-shaped. Tissue expanders are filled and expanded by injecting increments of sterile saline into the device port with a syringe and needle. The physician administered saline injections on 12/9/96 and filled one device to 120cc and the other to 550cc. Device deflation is claimed to have occurred during the pt's sleep. Reportedly, when she arose, the alleged devices "felt funny". Her mother checked the alleged devices and found they were partly deflated. No trauma to the pt was reported. Pt contacted her physician who surgically removed the devices on 12/10/96. Co lab. Testing revealed a small tear hole on the rim of the smaller device, 3614es-14 with the remote port, 3608-10. A pin-hole was found on the rim of the larger device, 3614es-96, with the internal port. Mandrels for the alleged devices involved were also examined. The smaller device, 3614es-14, was noted to have a thin-rimmed radius. Whereas, the larger, 3614es-96 has a thick-rimmed radius. Corrective action was initiated to replace the thin rimmed radius mandrel with a thick-rimmed radius to allow better dist. Of forces under stress. Past history of similar alleged incidents have revealed holes in tissue expanders caused by a variety of circumstances, e.g., accidental needle punctures during inflation, the manufacturing process of materials, etc. A final determination cannot be drawn as to the actual cause of the holes found in the alleged devices.